Manufacturer narrative:
(B)(4). The display failure was confirmed as missing segments were found. The liquid crystal display (lcd) user interface (ui) printed circuit board (pcb) was replaced and the unit was returned to service.

Event description:
It was reported that a pulse oximeter was found to have missing segments in the display. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The reported failure of 'unit display was missing segments' was verified. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.